Event description:
Covidien rec'd info stating that an 840 ventilator failed the audio alarm test. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) alarm assembly. The unit passed all testing and operates within the manufacturing specifications. (B)(4).